Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they were answering a follow-up letter. The patient stated that they were still working on the recharging issue. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-21. It was reported that it was unknown if the need to recharge the implant frequently resolved after the por was cleared. In conclusion, the patient educated on charging the device more frequently and until the battery was completely full. There were no further complications reported or anticipated.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported they met with the patient on (B)(6) 2017 and got a power on reset (por) screen with an error code of 0x400 when they interrogated the patient's device. The patient had reported their ins was depleting faster. The por was cleared and reprogramming was successful. The patient was re-educated on charging. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that the patient used to have to charge the ins every 3-3 1/2 weeks but now he had to charge every 6-8 days. Patient was informed he could turn the stimulation down to help the battery last longer. No further patient complications have been reported as a result of this event.